Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt reported while cleaning his bathtub he bent over and felt a different pain or sensation where the lead was placed. X-rays were taken to establish if the lead has moved or is fractured.